Event description:
It was reported that the user¿s ilet pump displayed high readings, a confirmatory fingerstick showed 366 mg/dl, and inspection identified an issue with the tubing connector; the user performed a complete supply change and subsequently reported a downward trend with a blood glucose of 320 mg/dl. Customer care provided support that included user guided supply change. Investigation of this case revealed evidence consistent with leakage or seal issues associated with a fluid leak, with the connector/coupler component implicated. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or lasting impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.